Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of this 33mm hancock ii mitral bioprosthetic valve, the "cinch" mechanism cracked when it was carefully turned by an experienced surgeon. During the inspection of the cracked "cinch", a small fissure tear in the leaflet was also discovered. The product was replaced by another medtronic product. There was no patient involved.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve. One suture tip was exposed, one suture tip was within the stent post cloth and one suture remained attached to the holder. The left right and left non-coronary stent posts were deflected inward with distance between the posts measuring less than 1mm. Per hancock IFU, ¿the cinch mitral holder, shown in a nondeflected state, is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts when viewed from the outflow aspect. Warning: do not deflect the stent posts past their fully deflected position, as this could damage the valve.¿ a fenestration (1.3mm x 0.5mm) was observed on the lunula of the non-coronary cusp. Thin spots between the collagen bands of the right cusp were noted. No anomalies were noted on the left cusp. The valve holder appeared intact; there was no evidence of damage on the valve holder. The valve holder was removed from the valve for further observations; one suture was cut during analysis. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder until the handle could no longer be rotated; no anomalies were noted. The rotor was removed from the holder. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, two suture tips appeared jagged indicating the sutures were broken rather than cut. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. The cut suture tip was primarily straight with a lifted edge, likely from an incomplete cut during analysis. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.